Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the vessel was not stapled. The surgeon had to open the pt and use suture to ligate the ima, (internal mammary artery.) Surgeon felt there was calcium in the vessels. There was unanticipated blood loss of more than 250cc and the surgical time was delayed by more than 30 mins.